Manufacturer narrative:
Due to an unknown lot/serial number and no device return, an investigation could not be performed. Based on the literature review and the subsequent investigation, no further information was provided to gore, therefore the cause of the event cannot be determined. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature ¿portal vein recanalization for noncirrhotic portal vein cavernous transformation: transjugular intrahepatic portosystemic shunt creation versus portal vein stent placement¿ published by journal of vascular and interventional radiology, volume 34, issue 2, february 2023, pages 187-194. This study aimed to compare the clinical outcomes of transjugular intrahepatic portosystemic shunt (tips) creation versus portal vein stent placement (pvs) in patients with noncirrhotic cavernous transformation of the portal vein (ctpv). A covered stent (viatorr; w.l. Gore, flagstaff, arizona) was deployed to create the shunt. Secondary outcomes included 1 adverse event during and after the procedure. Intractable biliary obstruction occurred in another patient because of stent compression. The obstruction was not relieved even with repeated biliary stent insertion and was finally treated using magnet-assisted endoscopic biliary-duodenal anastomosis.